Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error alarms and customer alleged for possible over delivery . The customer's blood glucose levels were 130 mg/dl at the time of the incident. Customer stated the insulin pump alarms had occurred before. Troubleshooting was provided for the insulin pump error alarms. The alarms were able to be cleared. The insulin pump will not return for analysis. The auto mode feature was not in use.

Manufacturer narrative:
The insulin pump received with energizer industrial alkaline battery installed (1.356 volts). The insulin pump had a pillowing keypad overlay. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches.no over or under delivery anomaly noted during testing. The main arm cannot communicate with the motor arm followed by software error confirmed in the pump trace download due to software error. No unexpected post-reset ram crc alarm noted during testing. The insulin pump was monitored for 1 day. No unexpected bolus delivery noted. The insulin pump was programmed with test boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No bolus anomaly or history anomaly noted during testing. The long trace file confirms the customer manually programmed and delivered the bolus on (B)(6) 2018 of 10.0 units.